Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer reseated the bellows assembly and this resolved the reported fault. The unit was returned to service.

Event description:
The hospital reported the unit maintained a positive pressure during ventilation. No reported patient injury.